Manufacturer narrative:
No definitive conclusions can be made at this time. At this time no connection can be made between the event and any shortcomings of the device or information provided with the device.

Event description:
Spinal motion is developing an artificial disc and using charite as a control in their clinical evaluation. Spinal motion reported that the patient had pain post-op. Subject underwent a right l5/s1 hemilaminectomy with osteotomy of the bony ridge end plate of the s1 body. During the surgery, it was noted that the superior bony and plate of the s1 ridge was impinging upon the right s1 nerve root. Pain went away but later returned. A CT scan was performed and showed clear evidence of facet joint deterioration at l5/s1.